Event description:
It was reported that the zimmer skin graft mesher handle was broken. Additional clinical follow up indicated that there was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/26/2011 and was last repaired on 03/16/2013 for a non-related issue. Evaluation of the device observed that the ratchet was stuck to the roller. When the ratchet was removed, the ratchet gear displayed nicks and galling. The right end of the roller was excessively nicked and galled. Additionally the right latching pin did not lock, the side plates were worn and that the comb, roller and roller gear. Prior to repair, a test mesh and calibration check could not be performed as a result of the damaged roller. The cause of the reported issue was improper handling that caused the damage to the roller and ratchet gear. The device was serviced and returned to the customer.